Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection. The patient's husband stated that the connection was restored after the patient reset the receiver. No additional patient or event information is available.